Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the buttons were sticking. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.